Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and blood/body fluid noted in the neck region and in the helix housing. The continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. The distal side of the fracture shows that the conductor coil is necked down at the fracture site. The necked down coil would indicate a fracture while attempting to extend the helix. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that during implant, the right ventricular (rv) lead was not successfully implanted. The patient had a left persistent superior vena cava. After several attempts the helix did not extend. The right ventricular (rv) lead was removed and the helix was able to be extended. The rv lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.